Event description:
During routine preventative maintenance, technician noticed top cover had melted. Investigation was inconclusive if top had been covered. Communication with vendor showed no other reason for incident. (This is 2nd incident.)